Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the second device. Evaluation of the implant's surface properties did not show any deviations.

Event description:
It was reported that two ankylos c/x dental implants that were inserted in the mandible of a patient on (B)(6) 2015, had to be removed on (B)(6) 2015 due to infection. The clinician expressed suspicion that the patient may have a titanium allergy. The patient will undergo allergy testing.